Manufacturer narrative:
Title: functional outcome after ivor lewis esophagectomy for cancer source: journal of surgical oncology 2016;113:24¿28 published online 3 november 2015 in wiley online library. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between july 2000 and august 2012. Patients who underwent ivor lewis esophagectomy (ile) were identified from a prospective database. Anastomotic leakage occurred in 5.6%.